Event description:
It was reported that two days post implant, fluoroscopy confirmed this atrial lead did not have enough slack and had pulled back and farfield r-wave oversensing (ffrwos) was observed on the atrial lead which was not present at the implant procedure. The associated right ventricular (rv) lead was confirmed to have dislodged. Therefore, the device was reprogrammed to aai mode until an rv lead revision procedure could be performed. A few weeks later, the rv lead was explanted and replaced, and this atrial lead was secured with stylet insertion during the same procedure. Stable atrial sensing and pacing measurements were confirmed. No additional adverse patient effects were reported. Later and an ingevity lead was inserted; however, after several attempted at csp placement, the helix became distorted. Therefore, a replacement ingevity lead was utilized and successfully implanted in a csp location. No additional adverse patient effects were reported. Fineline rv lead explanted today, under fluro lead has come back and not in csp position. Low r waves (2mv) and non capture. New ingevity lead inserted, several attempts at csp placement. Helix distortion (7842 sn: 1282760) therefore lead wasted and new 7842 used to implanted csp successfully (7842 sn: 1341385). Patient well no complications.from: thomas, bridget <bridget.thomas@bsci.com> sent: tuesday, october 8, 2024 12:24 amto: zurn, lynn <lynn.zurn@bsci.com>subject: re: 18990087 request for additional informationhello1. What is the model/serial of the atrial lead? 7841/14657572. The cp states there was also not enough slack in the atrial lead, how was that clinical observation resolved? During 2nd procedure a lead was sensing and pacing well with good stable measurements. Some notable ffrw however nothing else therefore stylet inserted into a lead to push it forward. Same lead in situ. 3. Will the explanted rv lead and the attempted replacement lead be returned for evaluation? The ingevity lead will the fineline was not retrievable however slack was confirmed the reason by cp & bsc clinical field educator. 4. Were there any adverse patient effects - nothanks ________________________________________

Manufacturer narrative:
B5 field correction - update summary. Report number.

Event description:
It was reported that two days post implant, fluoroscopy confirmed this atrial lead did not have enough slack and had pulled back and farfield r-wave oversensing (ffrwos) was observed on the atrial lead which was not present at the implant procedure. The associated right ventricular (rv) lead was confirmed to have dislodged. Therefore, the device was reprogrammed to aai mode until an rv lead revision procedure could be performed. A few weeks later, the rv lead was explanted and replaced, and this atrial lead was secured with stylet insertion during the same procedure. Stable atrial sensing and pacing measurements were confirmed. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) lead was implanted for conduction system pacing (csp). Lead measurements had changed slightly but were still within normal limits one day post implant. However, an alert was generated for low intrinsic amplitudes and in clinic check showed intermittent capture at 7.5v. Fluoroscopy confirmed this rv lead, and the atrial lead did not have enough slack and had pulled back and this rv lead had dislodged. Additionally, farfield r-wave oversensing (ffrwos) was observed on the atrial lead which was not present at the implant procedure. The device was reprogrammed to aai mode until the revision procedure can be performed. The rv lead was explanted two days later and an ingevity lead was inserted; however, after several attempted at csp placement, the helix became distorted. Therefore, a replacement ingevity lead was utilized and successfully implanted in a csp location. No additional adverse patient effects were reported. Fineline rv lead explanted today, under fluro lead has come back and not in csp position. Low r waves (2mv) and non capture. New ingevity lead inserted, several attempts at csp placement. Helix distortion (7842 sn: 1282760) therefore lead wasted and new 7842 used to implanted csp successfully (7842 sn: 1341385). Patient well no complications.

Manufacturer narrative:
This supplemental report is being submitted to update b5 and h6.

Event description:
It was reported that two days post implant, fluoroscopy confirmed this atrial lead did not have enough slack and had pulled back and farfield r-wave oversensing (ffrwos) was observed on the atrial lead which was not present at the implant procedure. The associated right ventricular (rv) lead was confirmed to have dislodged. Therefore, the device was reprogrammed to aai mode until an rv lead revision procedure could be performed. A few weeks later, the rv lead was explanted and replaced, and this atrial lead was secured with stylet insertion during the same procedure. Stable atrial sensing and pacing measurements were confirmed. No additional adverse patient effects were reported.